Event description:
It was reported that the patient will not undergo any sort of surgery (revision/replacement/explant). The patient may be implanted with another device at a later date. No other relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Followed up with neurosurgeon was performed and no errors were found, and everything was fine. Patient was interrogated recently with no issues/error messages detected. An x-ray review from x-ray mentioned in the initial report was provided by the x-ray facility in which no anomalies were identified with the device. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that upon interrogation of patients device, the physician was receiving an error message that stated to lower the output current and widen pulse width. No error messages were reported. It was later reported that the patient experienced seizures which resulted in a hospitalization. X-rays were taken in which no anomalies were identified. No other relevant information has been received to date.

Event description:
It was reported that the device was replaced prophylactically. The suspect product has not been received to date. No other relevant information has been received to date.